Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14377. It was reported that one of the patient's leads was exhibiting high impedances. As a result, the physician explanted the patient's leads. It is unknown which lead was exhibiting high impedances so both are being reported on.